Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4). The issue is still being investigated by manufacturing site. H3 other text: device not returned to manufacturer.

Event description:
Maquet sas became aware of an issue with one of surgical lights- powerled. As it was stated, the handles partially crumbled and the cover of the body lamp is broken. There was no injury reported however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure might be a source of contamination.

Event description:
Manufacturer reference umber: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue in being investigated by a manufacturer site.

Manufacturer narrative:
Getinge became aware of an issue with a surgical light powerled device. As it was stated, the handles partially crumbled and the cover of the body lamp was broken. There was no injury reported. However, it was decided to report the issue based on the potential as any cracks on the head light and on the handle could be a source of the falling particles which further could be a source of contamination. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to event. None of the provided information indicate that upon the event occurrence the device was being used for patient treatment. With the information gained our product experts investigated and provided probable root causes for the event issue and according to this, the following could be assumed to have been the root cause: a combination of chemical stress and excessive radial force applied on the handle. We believe that the devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number 210837.

Manufacturer narrative:
The issue in being investigated by a manufacturer site.

Event description:
Manufacturer reference number: ot210837.

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference umber: ot210837.

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference umber: (B)(4).

Manufacturer narrative:
The issue in being investigated by a manufacturer side.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue in being investigated by a manufacturer side.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue in being investigated by a manufacturer site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference umber: (B)(4).